Event description:
It was reported that during a whipple procedure, it was observed that the stapler failed on the fifth firing specifically on ipda (inferior pancreaticoduodenal artery). Device fired halfway and stopped. Surgeon reversed button and to bring back blade and release jaws. Vessel was bleeding, surgeon controlled bleeding with suture. No patient consequences. Opened new pve35a to finish vascular firings. There was 10-15mins of surgical delay was reported. No additional information was provided.

Manufacturer narrative:
(B)(4) date sent: 6/11/2026 d4: batch #unk. Additional information was requested, and the following was obtained: 1. Did the device lock-out (no staples deployed and no cut line started)? Staples deployed about halfway. Cut line started as well. 2. Or, did the device start to deploy staples and cut but could not be completed? Yes 3. Or, did the device fully fire and stop during the automatic knife return? No 4. Could you please provide more details about the type of oozing (leak, bleeding, other)? Vessel was bleeding, needed immediate attention. 5. Was there any other issue noted with the staple line other than bleeding/oozing (malformed staples, staple line missing staples, etc.)? No. Just incomplete staple line 6. How was the bleeding controlled? Suture 7. How much blood was lost (ml)? Not a significant amount 8. Did the patient require a transfusion? No 9. How was the bleeding addressed? Suture. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device pve35a lot number a99f6n and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.